Manufacturer narrative:
(B)(4). Multiple attempts were made to retrieve additional information regarding the repair of the device however, no information has been provided.

Manufacturer narrative:
(B)(4). Medwatch: mw5060942. The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that the ventilator was switching settings. The patient was transferred to another ventilator. Patient outcome information was not provided by the customer.